Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultralink meter is giving inaccurate erratic readings of "237 and 85 mg/dl." The patient's diabetes is managed with an insulin pump. On (B)(6), 2010 at 8:00 pm, the patient obtained the alleged inaccurate erratic readings. As a result of the lfs meter reading, the patient administered self care with food and/or drink. No other devices were used on the time of concern. The patient did not have any hypoglycemic or hyperglycemic symptoms as a result of the product issue. According to the troubleshooting performed with customer service, there was no control solution to perform a quality test. Based on statistical methodology, the calculated difference of these glucose results of "237 and 85 mg/dl" exceeds the expected value of <= 20% and/or <= 20 mg/dl. Replacement products were sent to the patient. This complaint is being reported as a malfunction due to the alleged inaccurate issue. There is no evidence that the patient suffered a serious injury due to the product issue. The patient took treatment based on the lfs meter readings and did not have any hypoglycemic or hyperglycemic symptoms.